Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage on keypad trace. No button error alarm. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery the threads, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she was asleep and she could have been lying on the pump. Customer stated that there are some cracks on the pump and they are in the corners of the display. Customer does not know how the damage occurred and stated that it may be from wear and tear. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.